Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 24mm watchman closure device and delivery system (wds) was found to be kinked and subsequently removed. A new wds was inserted, and the closure device was implanted. The procedure was concluded and there were no patient complications reported. It was further clarified that the device damage kink on the wds was found immediately after opening the package and was not used in the patient. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 24mm watchman closure device and delivery system (wds) was found to be kinked and subsequently removed. A new wds was inserted, and the closure device was implanted. The procedure was concluded and there were no patient complications reported.

Manufacturer narrative:
The returned watchman closure device and delivery system (wds) was analyzed and the reported event of the distal wds was kinked after opening the package was confirmed, as flaring was found on the tri-cuts. Device analysis consisted of visual inspection which revealed tri-cut flaring. Microscopic inspection found abrasions within the wds sheath. It was considered likely that the reported events and identified device damages occurred due to factors encountered during the procedure. H6: component codes updated to: cover and tip h6 evaluation method codes added: testing of actual/suspected device and analysis of production records h6: evaluation result code changed from no device problem found to operational problem identified h6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
Reportable based on analysis completed on (B)(6) 2025. It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 24mm watchman closure device and delivery system (wds) was found to be kinked and subsequently removed. A new wds was inserted, and the closure device was implanted. The procedure was concluded and there were no patient complications reported. It was further clarified that the device damage kink on the wds was found immediately after opening the package and was not used in the patient. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn. However, returned device analysis revealed visual and microscopic inspection found device damage consistent with device deployment and usage in the patient intraprocedural.